Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. Upon investigation the electrode belt failed a resistance test on the front te cable. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a patient's electrode belt for an unrelated reason, a reportable malfunction was found.